Event description:
It was reported that the right ventricular (rv) lead exhibited dislodgment. Also, the amplitude was low. Boston scientific technical services (ts) discussed to consider an in-person evaluation and x-ray. This lead remains in service. No adverse patient effects were reported.